Event description:
Device 2 of 2 : reference MFR. Report#: 1627487-2018-07027.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-07027.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-07027. This report is related to the patient's lead located at l1. It was reported the patient began to receive inadequate stimulation/therapy following a fall. The lead located at t12 was found to have migrated. The lead located at l1 was found to have high impedance on several contacts. As a result, both of the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.